Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was apparently triggered via merlin.net transmission for high, out of range, hv lead impedance. The patient presented to the clinic where the office clinician, was able to produce "noise on the screen." The physician made the decision to replace the lead and change the device due to unable to rule out the device header issue. The device did not have any episodes of noise recorded. Prior to the replacement noise was not reproducible with several isometric moves and pocket manipulation. On (B)(6) 2016, the lead was capped and the device was explanted. The patient's condition was stable before, during and after the procedure.